Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from approximately 400 mg/dl to 600 mg/dl; cause was unknown. A bolus via the pump was administered to address elevated bg levels. Additionally, it was reported that a resume pump alarm occurred. Contact declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue could not be verified. Based on the analysis, the alleged resume pump alarm issue was verified in the pump logs; however, no failure was identified.